Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: taiga 6fr ebu3.5. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, eccentric and 90% stenosed proximal circumflex artery. A 1.5 x 12 mm mini trek balloon catheter was being used for pre-dilatation when the balloon ruptured during the first inflation at 8 atmospheres. A 1.2 x 6 mm mini trek balloon catheter and then a 2.5 x 15 mm nc trek balloon catheter were used for pre-dilatation. A non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.